Event description:
It was reported that approximately one and a half years post-implantation, the patient underwent a right hip revision due to femoral component loosening. The cup was retained and the patient was converted to a tha. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. H6: proposed component code: mechanical (g04): head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: patient had an initial right hip resurfacing; no intraoperative complications were noted. Osteoarthritis was noted as the contributing factor. The patient underwent a revision due to femoral component loosening. Cup was retained and patient was converted to a tha. No intraoperative complications noted and no contributing factors noted. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.